Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
The user facility reported that during a surgical procedure, the irrigation wheel that provides irrigation stopped working part way through the case, and the white plastic sonopet tip sleeve melted. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.

Event description:
The user facility reported that during a surgical procedure, the irrigation wheel that provides irrigation stopped working part way through the case, and the white plastic sonopet tip sleeve melted. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.